Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a hernia coincident with therapy for peritoneal dialysis. It was unknown if the patient was hospitalized for the event. The patient underwent hernia repair surgery to treat the event. It was unknown if the patient was recovering from the hernia. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. As the device was received and serviced before a complaint was opened, a complete device analysis could not be completed to investigate the reported hernia. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Upon review of the device event history log, four iipvs were noted in the log. However, since the onset date of the patient¿s hernia is unknown, it is unknown whether the iipv events could have caused or contributed to the reported issue. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. The iipv events that were found are captured and reported through (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation of the device is pending. Should additional relevant information become available, a follow-up report will be submitted.